Event description:
It was reported that even when the power cable is inserted, the ac connect lamp doesn't turn on. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to defective ac power module kit, battery and battery pca. The reported problem was confirmed. Customer has rejected the quote and no work performed by philips. The investigation concludes that no further action is required at this time.